Event description:
Patient was revised to address a broken femoral stem. Update rec'd 11/20/2014: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, popping sounds, and difficulty ambulating. The liner and head are being reported to address the general litigation of metal on metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 2/11/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated fractured stem, loose stem, corrosion on the stem, malpositioned cup, and high metal ions from (B)(6) 2013. This complaint was updated on 2/27/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaints databases finds other reports against the femoral head and the insert finds other reports. Per procedure, these devices are exempt from device history record review. No other reports were identified in the complaints databases against the remaining product/lot code combinations. Review of product code: 155402120 lot: wx3fm1 device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.